Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 55740005535, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 5530030, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 55740005525, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 55740005535, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: 7078396, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 7078396, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with an adolescent idi opathic scoliosis for scoliosis and fusion operation. It was reported that there was a postoperative infection. Additional surgical or medical intervention done as a result of this event . Cleaning and debridement were performed on (B)(6) 2021. All reported products were implanted and remains in service. There were no other patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that there was no malfunction associated with the products themselves, since it was a postoperative infection. Medical safety assesses the reported event of ¿infection¿ and its reported severity as not related to the device. Instead, it is an inherent surgical or post-operative risk associated with scoliosis correction and fusion operation. The information obtained indicates that the device performed as intended in this case.